Event description:
Analysis of the returned device found that the coil (subject device) was prematurely detached/separated during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was seen to be detached/separated. The main coil was seen to be kinked/bent and stretched. The coil delivery wire was not returned. The coil introducer sheath was not returned. Functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿coil in catheter friction¿ could not be confirmed during analysis; however, the analysis results are consistent with the reported event. The reported event ¿main coil stretched¿ was confirmed during the device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was friction in the microcatheter and that the coil got stretched. During analysis the main coil was seen to be kinked/bent, stretched and detached from the delivery wire. The coil delivery wire and the coil introducer sheath were not returned. An assignable cause of procedural factors was assigned to the as reported code 'coil in catheter friction' and as reported and as analyzed code 'main coil stretched' and as analyzed codes ¿main coil kinked/bent¿, ¿ main coil prematurely detached/separated during use¿. As this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.